Event description:
It was reported by the customer that while operating on the scene of a (B) (6) male pt, the crew experienced a monitor failure while attempting to obtain the pt's ECG. The crew stated that the device's monitor flashed two times and then the device powered off. The crew also stated that the monitor then came back on and the device began to operate normally. The customer indicated that pt care was not compromised and there was no adverse affect on the pt due to this reported failure. The pt was successfully transported to the hospital for further evaluation. The device was removed from service and forwarded to physio-control for evaluation.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated, nor verified. No noticeable damage of the device was observed. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.